Event description:
This case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0154; awareness date: 06-aug-2015). It refers to a female patient of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer stated that she has had essure for 4 years and since the day of the procedure she had chronic right side pelvic pain. She went to doctors and essure was in a muscle not even in her tube. She vomited and suffered from weight loss. She walked bent over and hold her stomach. Follow-up information received on 30-aug-2015 and 16-sep-2015 (ptc - product technical complaint - was received). This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0928). Essure was inserted in (B)(6) 2011 (she was (B)(6)). The day of the procedure was the onset of right side pelvic pain. She bled heavy for 1 year. She has been to countless doctors for pelvic pain; pelvic exams and sex was what she avoided due to increased pain. She was a very angry person due to the pain. Essure has ruined her life; she lost a lot of weight and her teeth and skin were damaged. She said that essure hurts, not helps. She was schedule to have a salpingectomy with the removal of essure devices and hysteroscopy in (B)(6). Case upgraded to incident. Ptc result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings in FDA hosted docket website refers to a (B)(6) female consumer who bled heavy for 1 year and had chronic right side pelvic pain after essure (fallopian tube occlusion insert) insertion. She stated essure was in a muscle not even in her tube (regarded as device embedment/partial perforation). A salpingectomy is scheduled for devices removal. These events are serious due to medical importance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. If a perforation occurs, patient may experience pain and bleeding during and after the procedure. In this particular case, the exact date and mechanism of the reported device embedment were not known, however given events nature, a causal relationship with essure therapy cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident, since a surgical intervention will be required for devices removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Case marked for deletion on 24-oct-2016: this case is duplicate of cases (B)(4) (remaining case) and (B)(4). All information was transferred to the remaining case and this case will be marked for deletion.

Manufacturer narrative:
Follow-up information received on 07-oct-2015 from consumer via regulatory authority (#mw5044243): a new reported was added. The consumer stated she had constant right side pelvic pain as essure was in her muscle. She had abnormal bleeding, weakness and abnormal vaginal discharge. Her blood pressure was elevated a lot due to pain, and she also had a permanent rash on her body. Treatment drug included hydrocodone and ibuprofen. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings in FDA hosted docket website refers to a (B)(6) female consumer who bled heavy for 1 year and had chronic right side pelvic pain after essure (fallopian tube occlusion insert) insertion. She stated essure was in a muscle not even in her tube (regarded as device embedment/partial perforation). A salpingectomy is scheduled for devices removal. These events are serious due to medical importance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. Also, there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion, migration or occur as a result of a uterine/fallopian tube perforation. If a perforation occurs, patient may experience pain and bleeding during and after the procedure. In this particular case, the exact date and mechanism of the reported device embedment were not known, however given events nature, a causal relationship with essure therapy cannot be excluded. Additionally, non-serious events were reported. This case is regarded as incident, since a surgical intervention will be required for devices removal. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Follow-up received on 12-may-2016: despite of follow-up attempts, no response was received to date.

Manufacturer narrative:
Internal correction on 24-nov-2015: during internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.